Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that on (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with two infusion sets. Therefore, the patient's blood glucose level was 280 mg/dl for the first event and 120 mg/dl for the second event. Moreover, the infusion set had been used for a couple of days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.